Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 32 x 2.25 promus premier¿ drug-eluting stent, it was noted the stylet got stuck inside wire lumen of the stent. The physician applied force and the shaft was broken at 25cm from the distal portion of the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous, mr, 2.25x32mm, stent delivery system (sds) was returned for analysis. A visual and tactile examination found a break in the midshaft 13mm proximal of the port skive section. The break may have occurred due to the application of excessive force which resulted in the midshaft breaking. During analysis it was not possible to remove the mandrel most likely due to the outer/inner damage noted 26mm to 34mm distal from skive. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) was measured which the result is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 32 x 2.25 promus premier¿ drug-eluting stent, it was noted the stylet got stuck inside wire lumen of the stent. The physician applied force and the shaft was broken at 25cm from the distal portion of the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.